Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was over infusing. They stated that the pump was programmed at a rate and dose of 85 ml and that they are adding an extra 20 ml to the bag. They stated that when they realized the pump had run too long, they saw it delivered 88 ml. They stated at that point that they "turned the dose done alarm on" but that they pump did deliver until the bag was empty during a subsequent feeding. Mmd did follow up with the initial reporter and they stated that the patient was in the hospital, but that it was unrelated and they had not experienced any adverse effects due to the complaint. No additional information was provided. (B)(4).